Event description:
Related manufacturer report number 1627487-2022-04044. It was reported that, during an implant procedure on (B)(6) 2022, the physician had difficulty placing the leads due to scar tissue, extending the procedure. After the leads were successfully implanted, the patient began experiencing pain postoperatively in their legs. In turn, surgical intervention was undertaken on (B)(6) 2022 where 2 of the leads were removed from the epidural space, but still implanted, and were coiled tightly. Postoperatively, the pain has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.